Event description:
All three devices had deployment system leaks during this procedure. The main body (1820334-2015-00044) leaked substantially from the captor valve. Both legs (1820334-2015-00043 and 1820334-2015-00042) leaked somewhat from the captor valve. All three devices were successfully implanted. No intervention was required. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Valve leaks are not labeled. The event is currently under investigation.